Event description:
It was reported that the pump screen was frozen and unresponsive, preventing the customer from interacting with it. There was no adverse impact to the customer¿s blood glucose level. The issue resolved itself later in the day, and the customer was able to interact with the pump screen without further problems.